Event description:
It was reported that an external blood leak occurred during continuous renal replacement therapy (crrt). The leak was coming from the pressure sensor before the filter. The event occurred an unknown length of time into treatment. The patient's estimated blood loss (ebl) was reported to be 50 ml or less. There was no patient injury due to the event, and medical intervention was not required. The sample was reportedly unavailable for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an external blood leak occurred during continuous renal replacement therapy (crrt). The leak was coming from the pressure sensor before the filter. The event occurred an unknown length of time into treatment. The patient's estimated blood loss (ebl) was reported to be 50 ml or less. There was no patient injury due to the event, and medical intervention was not required. The sample was reportedly unavailable for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no sample was returned for physical evaluation. A review of the device history record and batch related documents did not show any non-conformities or abnormalities. Upon completion of the review, no indication of any relationship with the reported failure mode could be found. The manufacturing processes and production records were checked and found to be conforming. Retained samples were found to be conforming to product specifications. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Without additional information, it is nearly impossible to identify what exactly caused this product problem. The complaint investigation unit is aware of the reported issue as this is not the first complaint with the described problem.